Event description:
The connection guide wire between the lead wire and the monitor was broken. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).